Event description:
A report was received that the patient was given oral antibiotics due to infection at the incision site. The symptoms were redness, inflammation and the incision site was swollen. The physician does not think infection is device or procedure related. The infection has resolved that the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-8216-70 serial:(B)(4) description: artisan surgical lead, 70cm a review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.